Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to under-infusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Service evaluation verified the under infusion. The cause was identified to be an upper and lower valve pressure plate travels out of specification. The pressure plates were calibrated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device under infused during flow rate testing. No additional information is available.